Manufacturer narrative:
Investigation summary: customer returned seven (7) loose 31g x 8mm, 1ml bd insulin syringes. Consumer stated, when she is drawing up her medication, the plunger rod comes completely out. Stated, she has wasted insulin because plunger rod came out and she cannot re-attach it. All seven returned syringes were examined, and it was observed that five were missing rubber stoppers. The two syringes that were not missing stoppers were tested for plunger rod movement and flow (using water), and both syringes were able to draw and expel water properly ¿ no issues with the plunger rod were observed. The missing stopper in the five affected syringes would be the reason why the plunger rod would separate from the syringe barrel (as reported). A review of the device history record was completed for batch# 7268973. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing stopper). As per investigation completed by manufacturing, "on 07oct2019, holdrege received (7) 1.0ml, 31g, 8mm, syringes from lot #7268973. Samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection found (5) syringes with stoppers missing from the plunger rod. Inspection of the plunger rod tip and shaft found no damage. Review of quality notifications found no issues related to this complaint. The syringe is assembled on an automatic syringe assembly machine, which feeds 1.0ml syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. The barrel is lubricated and transferred to an assembly dial where an assembly stopper and plunger are inserted into the barrel. Unable to determine the root cause of the stopper missing from the plunger rod."

Event description:
It was reported that while drawing up medication during use with the bd insulin syringe with the bd ultra-fine¿ needle, the plunger fell out. Additionally, the consumer had difficulty in reattaching it and "wasted insulin" as a result. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer stated, when she is drawing up her medication, the plunger rod comes completely out. Stated, she has wasted insulin because plunger rod came out and she cannot re-attach it. 6 syringes affected on different days with same box".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while drawing up medication during use with the bd insulin syringe with the bd ultra-fine¿ needle, the plunger fell out. Additionally, the consumer had difficulty in reattaching it and "wasted insulin" as a result. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer stated, when she is drawing up her medication, the plunger rod comes completely out. Stated, she has wasted insulin because plunger rod came out and she cannot re-attach it. 6 syringes affected on different days with same box".